Manufacturer narrative:
Other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection calibration, downstream occlusion pressure range testing were performed. The customer reported problem was confirmed. According to the investigation, the pump was unable to calibrate due to a high pressure of the dso sensor. The pump also underwent a dso pressure range test and results confirmed a psi over the maximum value of 28. The dso sensor will be replaced to ensure values within specification. The problem source of the reported problem is unknown.

Event description:
It was reported that during testing the device "failed the occlusion test". No patient involvement.